Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was unable to capture at high output and high impedance was also identified with a spike in the impedance noted also. Possible fracture was suspected and the pacing lead was removed and replaced. No patient complications have been reported as a result of this event.